Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 178 mg/dl. Troubleshooting could not occur for the failed battery test alarm due to a stripped battery cap; the customer was unable to remove the battery cap to change the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm or blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted battery cap stripped coin slot noted. Drive support cap was inspected and no anomaly was noted. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.